Event description:
(B)(6). It was reported to boston scientific corporation that a wallflex biliary rx partially covered stent was used during a drainage procedure on (B)(4), 2009. According to the complainant, strong resistance was encountered during advancement of the device through a very tortuous lesion. Further resistance was felt when attempting to release the stent resulting in an inability to deploy the stent. The procedure was completed with another wallflex biliary rx partially covered stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as good.

Manufacturer narrative:
Resistance. Although the suspect device has been received, the evaluation has not been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).